Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hyperglycemia.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The wearable was inserted into the abdomen, which is off-label usage of the device, on (B)(6) 2026. On (B)(6) 2026, it was reported that the patient reported experiencing frequent urination throughout the previous day, producing only small amounts of urine with each episode. The patient also reported experiencing a headache. Prior to the event, the patient stated that he had observed erratic cgm readings. At the time of the event, the cgm reportedly displayed a glucose reading of 379 mg/dl. The patient subsequently performed a fingerstick blood glucose measurement, which reportedly resulted in 500 mg/dl. Due to the elevated blood glucose value, the patient and his wife presented to emergency room (ER). During the emergency department visit, the patient reported receiving treatment with intravenous fluids and intravenous insulin. The patient was unable to recall whether additional fingerstick blood glucose measurements were obtained during the hospitalization. Blood work was reportedly performed to test for diabetic ketoacidosis (dka) however, that was negative according to the ER md. The patient remained at the emergency room for approximately 5 hours. The patient reported feeling extremely fatigued and was unable to recall all events that occurred during the visit. The patient stated that he believed prolonged exposure to heat may have also contributed to the episode. The patient was discharged home at approximately 12:00 am. It was noted that the patient was using a tandem t:slim x2 insulin pump at the time of the event. At the time of reporting, the patient described feeling ¿fine¿ and reported no current complaints. No data was provided for evaluation. The allegation and the probable cause could not be determined. The reported glucose values fall within the b zone of the parkes error grid. No additional patient or event information is available.